Manufacturer narrative:
An event regarding a crack/fracture involving a trident liner was reported. A review of the x-ray provided by a clinical consultant confirmed shell malposition. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: cup inclination was only 29° where the target value for optimal inclination ranges between 40° - 45°. Anteversion appears to be within the normal range with 16° although there is no lateral x-ray available for cross-check. Cup malposition is thus proven. Such cup malposition may contribute to overload in the bearing section of the arthroplasty due to edge loading, impingement, subluxation or otherwise adverse biomechanical effects.[...] With ceramic-on-ceramic bearings such subluxation causes extremely high point contact loads between the opposing ceramic surfaces, easily surpassing the mechanical strength of the ceramic material. Fracture through overload then becomes a real risk. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a report by a clinical consultant concluded: cup malposition in very low inclination has contributed to an overload condition in the ceramic bearing due to edge loading and/or impingement. Rim loading and even a single subluxation are known to possibly cause a ceramic liner fracture. Further information such as operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Ceramic insert breakage after 6 years of being implanted. A review of the x-ray provided by a clinical consultant confirmed shell malposition.